Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, while performing functional end to end anastomosis the first firing for side to side anastomosis was successful. At the second firing for insertion closure of open lumen, the surgeon started firing the device, however, the firing stopped at one third of the staple line ,and tissue was released . Then surgeon changed the cartridge and fired the device in slow firing mode, and the firing was completed with no problem. The event occurred in use for patient. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, while performing functional end to end anastomosis the first firing for side to side anastomosis was successful. At the second firing for insertion closure of open lumen, the surgeon started firing the device, however, the firing stopped at one third of the staple line, and tissue was released. Then a surgeon changed the cartridge and fired the device in slow firing mode, and the firing was completed with no problem. The event occurred in use for patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. The anvil clamping mechanism was deformed. Staple pushers were visible at the cut line. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range such as application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated r ange thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, while performing functional end to end anastomosis the first firing for side to side anastomosis was successful. At the second firing for insertion closure of open lumen, the surgeon started firing the device, however, the firing stopped at one third of the staple line ,and tissue was released . Then surgeon changed the cartridge and fired the device in slow firing mode, and the firing was completed with no problem. The event occurred in use for patient. No patient injury.